Event description:
It was reported that the patient started their trial the day prior to the report and they did not always feel the stimulation. The patient had turned their stimulation up to 10.0 and they could feel the stimulation a little bit. The patient was doing better on the right side than the left side. The patient¿s symptoms had not improved since the trial started. The night prior to the report the patient was up every 2 hours. The patient was going to get their lead wire switched on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_lead, product type: lead. (B)(4).